Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered with an audible tone, vibration and a blank display. Evaluation revealed that the display was cracked in multiple places. The damaged display was replaced with a test display and the test display was fully functional and fully illuminated with no visible signs of fading or discoloration. Unrelated to the complaint, evaluation revealed evidence of moisture contamination on the underside of battery cap. During testing, a leak test was performed and showed a leak at the display lens. The pump case was removed and there was no evidence of additional moisture found inside the pump.